Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record was not reviewed.

Event description:
Case description: spontaneous report received on 30-jan-2009, from a physician regarding a (B)(6) male pt, initial p-r. The pt's medical history was significant for "important gonarthrosis" with visible femorotibial space on knee x-ray and previous treatment with synvisc (approximately 6 to 7 courses). On (B)(6) 2009, the pt received the third injection of synvisc into the knee. In the evening of the same day, the pt experienced severe inflammatory reaction presenting with "important articular effusion". On (B)(6) 2009, knee puncture was performed and 100ml synovial fluid was withdrawn which presented "clear and orange". The fluid was sent for bacterial analysis and result was still pending. The pt was treated with corticosteroid intra-articularly. The physician did not provide the causality assessment between the averse events and synvisc. At the time of this report, the pt had not yet recovered.